Manufacturer narrative:
The autopulse platform was returned to zoll on 12/16/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during device check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 18(max take-up revolutions exceeded). No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint of the autopulse platform displaying error message user advisory (ua) 18 (max take-up revolutions exceeded) was confirmed during archive review but not during functional testing. However, error message ua45 (not at home position after power-on/restart) was noted unrelated to the reported complaint. Archive data review indicated multiple error message user advisory (ua) 45 (not at home position after power-on/restart) on (B)(6) 2016. Multiple error messages ua 18 (max take-up revolutions exceeded) were also noted on (B)(6) 2016. The initial functional test resulted in the autopulse displaying ua45 (not at home position after power-on/restart), upon power up. To resolve the issue the service technician rotated the drive back to the 'home' position, after which the platform passed the initial functional test with no error messages. The platform was tested using lrtf (large resuscitation test fixture, equivalent to 250 pound patient) fixture for approximately 15 minutes and there were no error codes noted. During visual inspection damaged top cover, front enclosure, bottom enclosure, battery lock and battery compartment were noted. Autopulse is a reusable device and was manufactured april 2011. The damage found is a characteristic of normal wear and tear for the life of the device. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The damaged top cover, front and bottom enclosure, battery lock and the battery compartment were replaced. The clutch plate was deburred and pdb was replaced, after which the platform passed both the run-in and final functional tests.